Event description:
This xi robotic instrument, large suturecut needle driver (an extended life instrument) has become dull and will not cut suture with 10/15 lives remaining. It will send it back for reimbursement. FDA safety report ID # (B)(4).